Event description:
Orig. Surg. In 99. Allegedly patient stated product was revised. Product was too big for arm. Revised due to size. Bone did not respond to product. Additional information has been requested from the hospital and surgeon.